Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided photos showed the cone of the return male luer lock (mll) was broken. The reported condition was verified. A nonconformance has been opened to address this issue. Design change has been initiated and its implementation is ongoing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that during treatment with one unit of prismaflex st100 set c, a damaged return luer connector was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.